Event description:
It was reported there was a communication error message displayed during an infusion. The clinician turned the channel off and back on then proceeded to disconnect and reconnect the channel. This was reported to bd representatives during their site visit. Finally, the clinician removed the pump channel and restarted the infusion on a new pump channel. The infusion was delayed while the pump was switched but there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.